Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported to be due to an untightened titanium adapter resulting in a leak and subsequently peritonitis. It was not reported if the patient was hospitalized for the event. The patient was treated with an unknown medication and the titanium adapter was replaced. Pd therapy was ongoing. At the time of this report, the patient had recovered from the event. Additional information is not available.